Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised forced sensor alarm. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed compromised force sensor system and the drive support cap was loose. The customer¿s blood glucose level was 423 mg/dl at the time of the incident. The customer¿s current blood glucose level was 400 mg/dl. The customer treated high blood glucose with a syringe. The customer reported that the insulin keeps shooting out after priming and during manual priming. The customer was changing set before insulin started shooting. The customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.